Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter broke at insertion and got stuck inside the patient. When the hospital staff was trying to inflate the balloon, they only managed to insert 5ml sterile water, the other 5ml settled at the valve, creating a new "balloon". They then tried to deflate the catheter but without success. They had to call a urologist and after 2 hours long attempt to deflate the catheter, they had to pull the inflated catheter out of the patient causing a bleeding. Patient was set with a hematuria catheter. It was not a major bleeding and the patient was fine at the moment but was very exhausted by the long procedure. The patient was experiencing soreness and had been provided with pain relief. It was unclear if the urinary tract had been damaged by the procedure.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be (example: user related/operator error/rough handling or expose to sharp object/mechanical force). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter broke at insertion and got stuck inside the patient. When the hospital staff was trying to inflate the balloon, they only managed to insert 5ml sterile water, the other 5ml settled at the valve, creating a new "balloon". They then tried to deflate the catheter but without success. They had to call a urologist and after 2 hours long attempt to deflate the catheter, they had to pull the inflated catheter out of the patient causing a bleeding. Patient was set with a hematuria catheter. It was not a major bleeding and the patient was fine at the moment but was very exhausted by the long procedure. The patient was experiencing soreness and had been provided with pain relief. It was unclear if the urinary tract had been damaged by the procedure.